Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they are being shocked by their device right now and need it to stop. Patient really believes it is irritating their bladder instead of helping it. So, patient shut it off for 24 hours to see how it was affecting their bladder and bowel. This morning it showed therapy was off and before patient turned it on it started shocking the patient. Patient cannot go anywhere near the handset or the communicator as it will make the shocking worse. The shocking is a 7-9 on a pain scale of 10 and patient cannot walk or sit down properly. Patient denied any falls or traumas. Patient states the ins incision is still pinkish but is healed. Patient indicated the shocking started when they put the communicator up to their back. Troubleshooting was unable to be performed and offered to walk patient through double checking that therapy is actually off but patient declined. The patient was redirected to their healthcare provider to further address the issue.  Additional information was received on 2021-08-31 indicating that the patient said she is needing help as she is being shocked by her machine. Attempted to transfer to pats, unable to transfer, offered pats number, patient declined and said she will be contacting her local representative as she is in a lot of pain. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: they met with their physician to turn off the device on (B)(6) 2021 and it will be removed (B)(6) 2021.